Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Doctor initially reports that cam lever lock on sterile field post is too easy to engage and not holding wish bone in place. On (B)(6) 2016 customer reports that the surgeon was performing an anterior spinal discectomy with fusion when soon into the procedure the device failed to hold position. No harm done confirmed. #1 of 2 related complaints.

Manufacturer narrative:
On 8/7/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - the customer¿s complaint has been confirmed by engineering. Device history evaluation - device history record reviewed for this product ID shows no abnormalities related to reported incident found. These device passed all required inspection points with no associated mrr¿s, variances or rework. Conclusion: the customer¿s complaint has been confirmed by engineering. The defective sterile field post was previously returned for servicing due to loss of functionality in the clamping mechanism. The servicing department subsequently replaced the handle subassembly along with deformed/fatigued and bushings, and the retaining washer to aide in the disassembly efforts. The unit is now being returned for the second time for the same failure mode. Upon further investigation into the customer¿s recent complaint, engineering noticed the s.f. Clamp subassembly was not functioning properly as designed. The received field post exhibited signs of misuse with clear indications on the cam body and the handle subassembly. It¿s apparent the end user overexerted force on the handle during locking motion, which subsequently caused permanent deformation on the cam body and handle. In regards to the 4020 wishbone assembly, the defective unit is being returned for the third time. The received unit is now exhibiting signs of excessive resistance during the handle throw motion and the rotational resistance of the wishbone arms through their entire range. The root cause for the observed failure cannot be fully determined. Furthermore, the unit was completely disassembled with no signs of internal component deformations which could be identified as a contributing factor to the observed failure.